Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient reported they had an accident during the night. Patient stated they had an MRI yesterday. They stated that when they turned their stimulator back on they apparently did not get it on the right setting because they had their accident. The patient wished to know what their previous settings were. The agent reviewed that knowing their previous settings would require an appointment with their healthcare provider (hcp). The agent reviewed therapy expectations and reviewed that deactivating MRI mode returns the therapy to original settings. The patient was redirected to their hcp to further address the issue.